Event description:
During the viewing of the final angiogram, although no signs of endoleak presence was observed, there was noted an insufficient overlap of the contralateral iliac leg graft with the limb of the main body. Since there was observed a 1/2 stent overlap between the two grafts, the physician chose to bridge the two components with an iliac leg extension. The leg extension was deployed within the two grafts, providing an optimal overlap, and further securing the seal at the junction. Completion angiogram noted a successful exclusion of the aneurysm.